Event description:
The patient reported that they were driving, and the needle button of their v-go 20 released. The patient could not remember the date in which the event occurred. It was reported that the device is available for return to the manufacturer for evaluation however to date, has not be received.